Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unk) as the pt was being transported from the ER dept to the ICU dept, when the screen display went blank and the device shut down. The complainant indicated that the clinicians continued to transport the pt to the ICU dept. When they arrived in the ICU, the clinicians plugged the device into an ac outlet, but the device still did not power up. The clinicians then used the room monitor to monitor the pt's heart rhythm. The biomed dept was unable to duplicate the reported malfunction, and sent the device back to the ER dept. The ER dept then performed a routine shift check on the device, they then observed error messages 66, 104 and 110 on the device screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction of the device shutting down during pt transport. There was no pt involvement during the malfunction that occurred when the clincians performed the routine shift check of the device.